Manufacturer narrative:
One sample model 2426-0007, lot 25093178 was returned for investigation. The set was examined for defects and abnormalities. Embedded material was seen within the drip chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, this is a cosmetic issue that can happen during injection molding process of the soft pvc chamber. Soft pvc material is a very sensible material to the degradation. It is also possible that the embedded degraded material are already in the grains of the raw material. To mitigate the risk to incur in such defect there is a precise scheduling of the cleaning of the plasticization groups of all the molding machine that process soft pvc material. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: we have a safety event with the 2426-0007 pump infusion set (lot# 25093178). IV pump tubing had debris in the top of the chamber that looked like sand. Tubing was brought back to store room. This was noticed prior to the patient being connected to the tubing. New fluids and tubing were obtained for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.